Event description:
It was reported that during implant attempt, the physician was unable to stabilize the lead in the right atrium despite numerous attempts. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).